Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was attempted to be implanted with an impella cp device for mechanical circulatory support. During implant procedure, pump encountered delivery issues due to patient's anatomy. Implant procedure was ultimately aborted without any harm to the patient.

Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of delivery issue is determined to be patient condition because the insertion was unsuccessful due to patient anatomy.